Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. For the report of broken haptic. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site. And no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during injection of the intraocular lens (iol), the haptic was captured by the plunger. The haptic broke and remained in the cartridge during insertion in the eye. The iol was replaced with an alternate lens and the procedure was completed without patient harm.